Event description:
Account reported 2 separate incidents, with same hospice pt, in which tubing separated from device. Per account, tubing separated from y-junction in first incident and from luer lock adapter in latest incident. Device connected to PICC line. No pt injury reported. Per account, "pt moving around...nothing unusual...no heavy use." Set change only intervention.